Event description:
It was reported that this pacemaker had entered into safety mode. It was noted that this patient is not pacing dependent and that the physician has been contacted for further action. No adverse patient effects were reported. Currently, this device remains in service.